Event description:
During preventative maintenance, the service rep reported the roller pump display did not display images as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.